Manufacturer narrative:
(B)(4). The lot number was not provided. Therefore, a batch review could not be conducted. Due to sample unavailability, the reported condition could not be confirmed and the root cause could not be determined.

Event description:
Baxter (B)(4) received a report that an infusor "did not infuse" during patient use. The concomitant medical products are currently unknown. This condition interrupted therapy. There was patient involvement, but it is unknown if there was patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Per the reporter, this device is not available for evaluation. Should the device and/or any additional information become available, a follow-up report will be submitted.